Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's epicardial leads exhibited thresholds that had been rising over time and were now high. It was also reported the leads exhibited intermittent capture at maximum outputs. The leads were capped and transcatheter pacing system was implanted. No patient complications have been reported as a result of this event.